Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair cannot turn right and the chair is hard to move.